Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker went into backup vvi upon interrogation prior to battery change. The device was restored. Technical services believed it was due to bad telemetry. The device was explanted and replaced. The patient was stable.